Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain, degenerative disc disease, and complex reg pain syndrome type ii. The patient emailed the manufacture to determine if they made an ins that was MRI compatible and stated that their current ins was not, and so they could not get an MRI for a back surgery diagnosis. The patient noted that their ins was due to be replaced. There was no device allegation or symptoms reported, and no further information was provided. Follow-up was conducted with the patient. No further complications were reported.